Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617-2025-00384. 9610617-2025-00386. 9610617-2025-00387. 9610617-2025-00388. 9610617-2025-00389.

Manufacturer narrative:
Result of investigation: the customer's statement "the scope had cloudy and cracked lens" can be confirmed. During the examination of the optics, a bent shaft was found which resulted in a broken lens element that impaired the imaging. The imaging is impaired on the left edge of the screen and shows a clear shadow. Impact marks are visible on the shaft, which were probably caused during clinical use/processing. The distal solder joint is chemically damaged but intact and does not show any leaks. The damage found is not due to a manufacturing/production defect, but was most likely caused during clinical use or clinical reprocessing. This event is filed under internal complaint ID (B)(4).